Event description:
The patient's vital signs were stable. Patient was alert and asked to sit up. Almost immediately after the patient was placed in a sitting position, she looked pale and did not respond to verbal questioning. The extracorporeal photopheresis (ecp) treatment bag was completely empty and the buffy coat had completely infused. We aborted the treatment.